Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastro intestinal/ pelvic floor. It was reported the patient felt stimulation in the wrong location, painful stimulation, uncomfortable stimulation. The patient stated no one told her what to expect or how to increase stimulation. The patient noted on (B)(6) the pain was so bad, but she could not figure out what it was. The patient stated it felt like an electrical impulse and not a muscle pain. The patient stated she decreased stimulation down to 1 v, but it still hurt and they had to take pain medication. The patient noted she did not know if she was doing it wrong or right. The patient confirmed she turned stimulation off. There were no traumas or falls related to the issue. There were no further complications that have been reported as a result of this event. Additional information from the patient on (B)(6) reported they had pain in their upper back and it felt like electricity. The patient noted when they turned off the unit they had no pain. The patient noted she was told to turn the unit off. There were no further complications that have been reported as a result of this event.